Manufacturer narrative:
The UDI number and the following sections were updated :type of investigationinvestigation findingsinvestigation conclusion3 of 3

Event description:
Customer alleged that 3 safety knives were retracted exposing the blade. There was no patient or user injury reported. ( 3 of 3)